Manufacturer narrative:
Investigation summary: the complaint of product incorporates / allows air passage on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. E1: initial reporter information received by (B)(6).

Event description:
Event occurred involving a valve of a tego¿ where it was reported that during a patient's post-dilution hemodiafiltration (hdf) treatments, the connectors did not collapse but air entered the lines as soon as the lines were removed. The following were administered: lovenox, becozyme and laroscobine. The disinfectants used on the valves were: biseptine chlorhexidine gluconate 0.25g / 100 ml, benzalkonium chloride 0.025g / 100 ml and benzyl alcohol 4ml / 100 ml solution for skin application. There were no defects observed on the device. The patient was not affected by a bloodborne disease, the patient was not impacted by the incident, as the medical staff intervened immediately to replace the valve. There was no blood loss, no serious injury/death, no exposure to any chemotherapy, no delay in the treatment, and no medical treatment nor surgery intervention was required, the patient was stable. The tego was changed with another tego from a different lot and no further issues were encountered.